Manufacturer narrative:
The calcium reagent lot number was 984309. The reagent expiration date was requested, but not provided. Precision studies and a hardware check were performed and were not acceptable. The reaction cell was contaminated and it was replaced. The sample probe had gel contamination. The probes were cleaned. Precision studies for calcium were performed and were acceptable. The investigation determined the issue was related to the analyzer hardware. The issue is consistent with probe contamination and/or hardware degradation leading to misadjusted wash water pressure.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen.2 on a cobas pure c 303 analytical unit. The sample initially resulted in a calcium value of 12.6 mg/dl and it repeated as 9.56 mg/dl.